Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-may-2024. The device evaluation was completed on 27-may-2024. The device was returned to biosense webster for evaluation. Visual inspection and functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. Then, the device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force and visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The instructions for use contain the following warning: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. During the radio frequency delivery with the thermocool® smart touch® sf bi-directional navigation catheter, high force readings were displayed on the carto 3 system and an unknown error flashed on the screen. To troubleshoot, they checked the ground cable and back patches, exchanged the cable without resolution. The cable was reseated and exchanged without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the issues resolved. The procedure continued successfully. The smartablate generator was in use. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-may-2024, there was a hole observed on the pebax surface with reddish material inside. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 27-may-2024 and have assessed this returned condition as reportable.